Manufacturer narrative:
This complaint was part of a study which initially was thought of as an clinical trial. The event occurred in 2006 and was not entered into the european database as a complaint. The complaint was determined to be a MDR reportable complaint after it was recorded as a complaint in 2006.

Event description:
Pericardial effusion (6 mm at the anterior level of rv and 3 mm at posterior level of lv in diastoly) without signs of tamponade. Customer states that the event was definitely procedure related with the possibility of being device related.